Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex a grid (B)(6). H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10

Event description:
It was reported that blood spilled from the bd venflon¿ pro safety catheter while removing the needle from the patient. The following information was provided by the initial reporter: "they hold the catheter and then withdraw to separate the safety devise needle from the catheter when it is in the patient... Often there is blood spillage."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood spilled from the bd venflon¿ pro safety catheter while removing the needle from the patient. The following information was provided by the initial reporter: "they hold the catheter and then withdraw to separate the safety devise needle from the catheter when it is in the patient... Often there is blood spillage."